Manufacturer narrative:
We tested the standby current of returned meter, the result was 0.9ua. The criteria is <55ua. Pass. We tested the 100k/200k electronic strip on the returned meter. The result was failure because of aging microchip on the meter. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on (B)(6) 2013. Meter was used for more than 6 years which might degradation in quality because of exceeded the product life. For returned strips, we tested the returned strips (strip lot number:d190102-1) with in house control solution and in house meter. The control solution tests for level low were 61/59 mg/dl, for level high were 239/235 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass. So the strips are still in good condition, but meter has defection on the chip because of aging.

Event description:
End-user reported medical attention was sought on (B)(6) 2019 around 2:30 pm at the home. End-user stated that tested his blood glucose with the prodigy meter and it read 180 mg/dl. A normal result for him at that time of day is around 70 mg/dl. He stated that he started sweating and felt confused, so his wife took him to the emergency room. His blood glucose was tested upon arriving at the hospital received a result of 32 mg/dl. He stated that he was not admitted to the hospital. The hospital gave him peanut butter crackers something to drink, and an IV with glucose. He had an EKG and the results were normal. The end-user stated that he only had his morning medications and 40 units lantus solostar. He stated that he ate breakfast and that consisted of 2 scrambled eggs 4 pieces of bacon half a donut and coffee. He doesn't remember what his blood glucose was prior to being discharged and he was told to follow up with his primary doctor. He was treated at (B)(6): emergency room located at (B)(6). No additional information was provided.